Event description:
Patient was in need of intubation to protect his airway and dr. [Redacted] came to intubate the patient. Upon intubating the patient and inflating the ett cuff the cuff popped. This was attempted twice more, all with the same result. The cuffs blew on all 3 tubes. This caused harm to the patient because of the delay in intubation and trauma to the esophagus. The ett [endotracheal tube] were avanos of various size from 7.0-8.0 lot # cm 4289003.